Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was difficult to move while using the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter, translated from french: "difficult to handle, the piston/seal slides with great difficulty in the body of the syringe."

Event description:
It was reported that the plunger was difficult to move while using the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter, translated from french: "difficult to handle, the piston/seal slides with great difficulty in the body of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 11-jul-2022. H6: investigation summary: two samples were provided to our quality team for investigation. The product was visually inspected, no damage or molding defects were observed and both plungers were verified to be properly assembled. A device history review was performed for reported lot 2204013, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to lubricate the cylinders in the silicone station in order to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. Testing was also performed on the returned sample and all product was confirmed to be within required specifications. Based on our investigation and sample evaluation, we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.